Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the additional failures is traced to component failure and cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse even should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited that adhesive of the bending rubber is detached (floating), adhesive is chipped, adhesive around the acoustic lens is cracked and acoustic lens has a scratch (does not reach to the glue layer). There was no patient involvement.